Event description:
A malfunction was reported on the customer's pump after it was plugged in to recharge. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).